Event description:
Caller reported that t:slim x2 pump battery failed to charge, leading to a power source alert recognized as alert 07. There was no adverse impact to the customer¿s blood glucose level. Although the issue resolved itself prior to contacting support, the customer did not change charging supplies; instead, a non-tandem wall adapter along with a tandem charging cable was used. Technical support advised against using third-party charging supplies unless instructed for troubleshooting, to which the customer agreed. A replacement tandem wall adapter was dispatched to the customer via two-day shipping, and the pump began charging, necessitating no further assistance.